Event description:
It was reported that several high impedance right ventricular patient alarms were observed over a period of approximately one year.at the last follow up right ventricular lead impedance > 2000 ohm was observed. The patient is followed up regularly in order to further monitor right ventricular impedance rise. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d154vrc implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2008. (B)(4).